Manufacturer narrative:
Initial MDR. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Event details: pharmacist from (B)(6) emailed baxter anz sales manager compounding on 8 jan 2026 to report 1 paclitaxel bag was supposed to run over 3 hours, however took 6 hours to run. Customer reported that nurses replaced the machine and checked there was no patient issue slowing infusion time. Due to process of elimination, customer believes either the phasal adaptor ancillary attachment added at baxter was faulty (code 515306, batch 2502214), or the administration set (no administration set provided by baxter with this product). Customer advised there have been no other issues. This was identified at the hospital during infusion from 10:20 to 16:30, on (B)(6) 2026. There was no report of patient injury or medical intervention as a result of this event. The actual sample is contaminated with cytotoxic solution and cannot be retrieved; however, a photograph has been provided for investigation. Baxter compounding services product: paclitaxel (accord) 279mg in sodium chloride 0.9% viaflo bag.

Manufacturer narrative:
One photo was provided to our quality team for investigation. Through visual inspection, there is no visible damage or other defect identified within the photo that could indicate any issue with the product. A device history review was performed for reported lot 2502214, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of the same lot were used for additional evaluation, liquid was able to move from the syringe, through the injector and infusion adapter without issue, no issues with the device were observed. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. No issues were found during these inspections related to restricted flow. Based on the available information and our quality team's investigation, we are not able to identify a root cause at this time.

Event description:
No additional information.